Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having difficulty getting the implantable neurostimulator (ins) to charge. The manufacturer representative tried to unpair and attempt to pair the controller with the ins when in the office. They were getting the no device found screen and could not get into passive recharging. After review of how to access passive recharging, the manufacturer representative was able to access the passive recharging screen which showed 98 98 99. After moving the antenna away from the device and then back over the ins the values were 91 99 99. Technical services agent recommended that the manufacturer representative complete at least 2 passive recharge cycles and then disable/re-enable the ins. The calling manufacturer representative planned to continue charging with the patient. The caller called back on (B)(6) 2020 after 2 passive recharge sessions and was walked through disabling/re-enabling. They were not able to get a normal recharge screen. Another passive recharge session was started and the attempt would be re-made. No patient symptoms were reported. No further complications were reported. On 2020-feb-04, additional information was received from the rep. It was reported that the device has been explanted. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device was explanted so the patient could have an MRI. The device was in a state where it was hard to get out of not charging. The rep was able to get it charged after following the steps discussed with technical services. The device was discarded after removal as there was nothing wrong with it. No further complications were reported. "MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.